Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device 8100 (s/n (B)(4), not recognizing the safety clamp/ door closed. Failure device type: alaris system instrument failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives device 8100 (s/n (B)(4), not recognizing the safety clamp/ door closed. ¿ assisted customer to identify problematic fault with troubleshooting door issue. ¿ customer performed the door/ajar task in system maintenance. ¿ task fails the safety clamp test. ¿ customer to repair/replace the ail sensor assembly to isolate problem fault. ¿ informed customer, if any further concerns and/or issues to give a call back. ¿ end call.